Manufacturer narrative:
The complaint that the needle did not safety properly was confirmed based on the circumstantial evidence that was observed in the provided photograph; however, the cause of the complaint was undetermined. The customer returned one photograph for investigation, which showed a shielded needle. The needle appeared to be fully retracted within the safety shield and no portion of the needle was observed outside the shield. The barrel component of the safety shield appeared to be damaged and the damaged area was circled in red. A crushed or creased barrel can prevent the needle hub from fully retracting if the internal area is restricted. The safety shield was shown with the button face-down. It could not be determined with certainty whether the barrel prevented retraction or how the damage occurred. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle slowly retracted. Safety function was activated when the button was pressed multiple times or strongly after removal.